Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture at maximum output, undefined impedance qualified as high. An rv lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.